Event description:
Additional information provided on (B)(6) 2021. Over the course of the day, the patient's blood glucose level increased and even with the corrections, the blood glucose result reached "hi" (the unit of measure is unknown). It is unknown which device provided the "hi" result. The patient was hospitalized due to diabetic ketoacidosis. She was seen in the intensive care unit by an endocrinologist. The product is not expected to be returned.

Manufacturer narrative:
Additional information provided on (B)(6) 2021. Over the course of the day, the patient's blood glucose level increased and even with the corrections, the blood glucose result reached "hi" (the unit of measure is unknown). It is unknown which device provided the "hi" result. The patient was hospitalized due to diabetic ketoacidosis. She was seen in the intensive care unit by an endocrinologist. The product is not expected to be returned. H3 other text : product is not expected to be returned.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for elevated blood glucose levels while using the infusion device. On (B)(6) 2021 at 8:15 a.m., the infusion device displayed an occlusion error message. The patient went to the hospital on (B)(6) 2021 at 11:30 a.m. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was unknown. The patient was discharged from the hospital on (B)(6) 2021 at 10:50 a.m.